Event description:
Additional information received reported that due to the already reported wound breakdown at pump pocket and infection, the pump and catheter were revised/replaced. The patient required hospitalization due to the event and outcome was reported as "recovered without sequelae". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had had "nothing but problems" with his third pump. The patient was "not walking the same and had back problems." It was also reported that "once in physical therapy the patient was on a treadmill and the site of the incision was compromised. The site got infected and opened-up so he could see the pump." It was also noted that the patient went sky diving with the same pump and "had a hole where the pump laid under the skin." The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).